Manufacturer narrative:
The device br16009 has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that three communication errors occurred during the surgery. The first one occurred due to a collision between the robot arm and the arm of the computer monitor. The second and third ones occurred during the registration phase, during the automatic scan portion of the frameless registration. The total reported delay was over 30 minutes.

Manufacturer narrative:
Technical investigation concluded that three communication errors occurred during the surgery. The first occurred after an automatic movement stopped by the vigilance device releasement. It was caused by an ¿overforce¿ detected in the controller due to a collision between the robot¿s arm and the monitor¿s arm. The second and last occurred during computation in contactless registration and are due to a known design defect.